Manufacturer narrative:
Examination of the returned instruments confirmed the complaint. The flex drills were fractured at the base of the flexible portion nearest the drill. The fracture is consistent with overload of the flexible shaft, with a load applied while advancing the drill with the flexible shaft bent in a manner that exceeds the ultimate strength of the wires comprising the flexible shaft. No evidence of material or manufacturing defects was observed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Two 25mm drill bits broke at the spring/flex portion while drilling for dome screws.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.